Event description:
It was reported that this right atrial (ra) lead exhibited functional loss of capture (loc) due to atrial fibrillation (af) rate window and atrial pace timing with the retrograde conduction. This patient has a history of atrial fibrillation (af) and had recently been cardioverted. Technical services (ts) recommended in clinic testing to verify if this patient has underlying p waves when not in af. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.